Manufacturer narrative:
The reported event was confirmed and cause unknown. The product had caused the reported failure. Visual inspection on both catheter showed irregular balloon burst without missing piece. How and when problem occurred could s not be determine. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on the patient on (B)(6) 2021. During the night of 14sep2021 to 15sep2021, the foley catheter balloon burst, and the catheter was expelled from the bladder. The patient had to be re-probed. The caregiver was concerned that pieces of the balloon were still in the bladder. So, the product packaging had been discarded. Per follow-up information received via ibc on 23sep2021, there was no indication that there were missing pieces, just that the complainant was concerned and there was no injury or medical intervention. Per follow up information received via ibc on 29sep2021, the patient was admitted to hospital for a new probe. It was stated that the probe had been explored by itself, which caused the balloon burst and loss of the probe at home and the patient was admitted to the hospital for responding.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the foley catheter was placed on the patient on (B)(6) 2021. During the night of (B)(6) 2021, the foley catheter balloon burst, and the catheter was expelled from the bladder. The patient had to be re-probed. The caregiver was concerned that pieces of the balloon were still in the bladder. So, the product packaging had been discarded. Per follow-up information received via ibc on 23sep2021, there was no indication that there were missing pieces, just that the complainant was concerned and there was no injury or medical intervention. Per follow up information received via ibc on 29sep2021, the patient was admitted to hospital for a new probe. It was stated that the probe had been explored by itself, which caused the balloon burst and loss of the probe at home and the patient was admitted to the hospital for responding.